Event description:
The customer reported receiving low vacuum low error messages from the coulter® lh 750 hematology analyzer. The customer checked the vacuum trap which was empty and performed f92, used to adjust the low vacuum. While performing startup, the customer observed a clear fluid leak of 10 ml on the lh 750 analyzer. The leak was not contained within the unit. There was no contact of the leak to open wounds or mucous membranes. The operator was wearing a lab coat and gloves at the time of the event. No erroneous results were generated. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument

Manufacturer narrative:
The fse found tubing disconnected from fitting #7 on the center of the blood sampling valve (bsv) causing diluent to leak from the system. As a result, the white blood cell (wbc) bath was not filling, which created a vacuum leak and associated low vacuum error message during the count cycle. The fse replaced the tubing at fitting #7. (B)(4).

Manufacturer narrative:
(B)(4).